Event description:
It was reported the patient had a change in therapy effect. More specifically, the patient experienced an increase in baseline spasticity for the past few months. The healthcare provider (hcp) increased the dose, and the patient reported there was no difference other than ¿it got worse.¿ the patient reported for several months she felt a bulge in her back where the catheter goes into her spine. Multiple hcp¿s looked at the patient¿s back, and noted everything was okay. At the patient¿s last visit, however, the hcp reported the bulge felt hard. An x-ray was performed, which revealed the catheter was a ¿t and now is a l.¿ the catheter had slipped. It was no longer in place. The patient experienced tightness. The patient was to follow-up with her hcp on (B)(6) 2014. The pump was used to deliver baclofen. The actions taken to resolve the catheter issue, the resolution of the event, and the patient¿s outcome remain unknown. Follow-up was performed to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).